Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2014 to remove a clavicle plate and screws due to non-union and delayed healing. The original surgery was on (B)(6) 2014, at which time a clavicle plate (02.112.026) and 3.5 mm cortex and 3.5 mm locking screws were inserted. It was reported that on (B)(6) 2014 screw loosening was discovered, believed by the surgeon to be due to the patient returning to weight lifting (crossfit) too soon. On (B)(6) 2014, the plate was removed and 2 of the 3.5 mm locking screws were found to be loose and completely disengaged from the plate. A new plate was applied with a satisfactory reduction. The report indicated there was no delay in procedure and the patient had no further incidents. This report is for the 2 locking screws; this is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one 3.5mm superior anterior stainless steel clavicle plate (part 02.112.026, lot 6226543) was returned, along with six screws (four locking screws and two cortex screws). The screws showed no signs of damage. The drawings for the locking screws which became loose were reviewed and the design, materials and finishing processes were found to be adequate for the indicated use of this implant. This complaint was confirmed by the x-rays. While the root cause cannot ultimately be determined by the condition of the returned implants, give the statement from the surgeon ¿the screw loosening was due to the patient returning to weight lifting (crossfit) too soon,¿ excessive strain from the patient led to this complaint. The design of this device did not contribute to the complaint. Exact part cannot be determined; however, it was reported that the potential part numbers could be between 201.758 and 201.786 or between 202.208 and 202.240. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for the 2 locking screws, part and lot numbers unknown. Part number incomplete reported only as 212.1xx. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.